Manufacturer narrative:
Investigation: five (5) samples were provided by the customer. The samples were tested by drawing a dye/water solution into the syringe. No leakage was observed in the returned samples. Based on the investigation the condition reported by the customer could not be duplicated; therefore, this symptom could not be confirmed or correlated with a potential cause linked to the bd process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
Material no: 305617 batch no: 8304519, 8304508. It was reported that before use of the syringe 20ml ll tip conv pak the "drug is leaking out past the plunger of the syringe" the following information was provided by the initial reporter: drug is leaking out past the plunger of the syringe.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8304519; medical device expiration date: 2023-10-31; device manufacture date: 2018-11-15; medical device lot #: 8304508; medical device expiration date: 2023-10-31; device manufacture date: 2018-11-09. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 305617, batch no: 8304519, 8304508. It was reported that before use of the syringe 20ml ll tip conv pak the "drug is leaking out past the plunger of the syringe". The following information was provided by the initial reporter: drug is leaking out past the plunger of the syringe.